Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level and ¿mildly dangerous¿ diabetic ketoacidosis. Customer was disconnected from the pump and treated with saline and an insulin drip. At the time of the report with technical support the customer was still admitted to the hospital. Reportedly, the customer was using fiasp insulin. Technical support educated the customer on approved labeled insulin use with the tandem pump. Attempts were made to follow up with the customer; however, a response was not received.